Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented with over-sensing of myopotentials noted on the patient's implantable cardioverter defibrillator. No interventions were reported. The patient was in unknown condition.